Event description:
The hospital claims that the patient, having coronary heart disease and mitral insufficiency, underwent surgery for an anterior wall aneurysm resection, valve repair and a quadruple bypass. Just after these procedures were initially completed, the patient's condition worsened and went to heart failure. The doctor then implanted an artificial heart (abiomed). The doctor used an 8mm diameter woven hemashield graft for the connection between the artificial heart and the patient's vessels. The graft was reported to have leaked blood (quantity unknown at this time), during this procedure, through its walls. The patient subsequently developed consumptive coagulopathy (disseminated intravascular coagulopathy, dic). The coagulopathy was treated with clotting inducing drugs (unknown), coagulation factors and erythrocyte concentrate. The patient's post-operative condition is reported as bad.